Event description:
It was reported that the patient presented in clinic for follow up. The right ventricular (rv) exhibited over-sensed noise that resulted in pacing inhibition. The lead was capped on (B)(6) 2021 and replaced. The patient was stable.